Manufacturer narrative:
An event of circumferential pericardial effusion two months post amulet device implant was reported. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that preoperative tee showed a small amount of pericardial effusion, which did not increase postoperatively; pericardial effusion was nearly resolved and the patient was discharged. Based on the information available, the cause of reported pericardial effusion could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as medication was administered. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet occluder was implanted. During the procedure, an inferior/mid to posterior transseptal puncture was used. During implant, a partial recapture was performed once, but the close criteria were met, and the device was released. Preoperative tee showed a small amount of pericardial effusion, which was confirmed not to have increased postoperatively, and the procedure was completed. On (B)(6) 2025, tte confirmed that the pericardial effusion was nearly resolved and the patient was discharged. On (B)(6) 2025, a significant increase in pericardial effusion was observed. The effusion was noted to be circumferential, with approximately 20 mm of fluid accumulation on the posterior wall. The patient was stable, so a follow-up was scheduled. On (B)(6) 2025, the vital signs were confirmed to be stable, but the patient complained of edema. The patient was admitted for inpatient management and started on oral diuretics. After consultation with the implanting physician, it was decided to switch from dapt to single antiplatelet therapy starting (B)(6) 2025. The plan is to manage the condition with medication adjustments without performing drainage. The physician believes the amulet device was the cause of the effusion. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a 31mm amplatzer amulet occluder was implanted. During the procedure, an inferior/mid to posterior transseptal puncture was used. During implant, a partial recapture was performed once, but the close criteria were met, and the device was released. Preoperative tee showed a small amount of pericardial effusion, which was confirmed not to have increased postoperatively, and the procedure was completed. On (B)(6) 2025, tte confirmed that the pericardial effusion was nearly resolved and the patient was discharged. On (B)(6) 2025, a significant increase in pericardial effusion was observed. The effusion was noted to be circumferential, with approximately 20 mm of fluid accumulation on the posterior wall. The patient was stable, so a follow-up was scheduled. On (B)(6) 2025, the vital signs were confirmed to be stable, but the patient complained of edema. The patient was admitted for inpatient management and started on oral diuretics. After consultation with the implanting physician, it was decided to switch from dapt to single antiplatelet therapy starting on (B)(6) 2025. The plan is to manage the condition with medication adjustments without performing drainage. The physician believes the amulet device was the cause of the effusion. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.